Event description:
The customer reported that on (B)(6) 2012, an erroneously elevated human chorionic gonadotropin (bhcg) result, above the normal reference range of the assay, was generated from a unicel dxl 600 access immunoassay system for one patient sample. The initial bhcg result was reported outside of the laboratory and the patient was told she was pregnant and was administered a vaginal ultrasound based upon the erroneous result. Beckman coulter inc assessment of customer supplied data indicated that upon repeat testing of both a plasma and serum sample on the same, as well as another instrument, lower results, within the normal reference range of the assay, were produced which were regarded as valid. A correct report was issued the samples were both serum and plasma. They were collected via venipuncture into primary tubes. The serum sample was collected in a serum tube, centrifuged at room temperature prior to testing. The sample was refrigerated between repeat tests. There were no sample integrity issues noted by the customer. The customer was at end of the onboard reagent pack with no tests left for repeat testing when the initial erroneous bhcg result was generated. The customer also noted they had just replaced their onboard substrate bottle prior to the involved run. Instrument assay level three quality control results performed after the incident failed to pass within the customer established limits. Beckman coulter inc assessment of customer supplied instrument assay performance data indicated that system checks performed after the event passed within instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 to address the issue. The field service engineer (fse) verified instrument hardware and instrument alignments. The fse performed a passing high sensitivity system check within instrument specifications. The fse also performed an accutni precision study with passing or acceptable results. The fse did not complete any repairs during the service visit. A definitive root cause for this event has not been determined to date.